Manufacturer narrative:
Approximate age of device - 2 years and 11 months. Device evaluation: the report of percutaneous lead damage and low speed events was confirmed. A section of the percutaneous lead approximately 17 inches long which also contained an area of a previous percutaneous lead repair was returned for evaluation (reference MFR # 2916596-2014-00386). The bend relief was separated from the metal connector and examination of the underlying cable found that the orange wire was fractured at the connector. Breakdown of the braided shield was observed at the metal connector and at the terminus of the connector bend relief. Visual inspection of the wires found that the yellow wire insulation was breached at the metal connector and several of the inner conductors were fractured. The remaining wires appeared unremarkable. If the exposed conductors of the orange or yellow wires contacted the braided shield while the system was operating on the power module, the resulting short to ground would have caused the low speed events observed in the system controller log file. The observed damage appeared to be the result of wire fatigue due to repetitive flexing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's driveline immediately adjacent to the connection to the system controller was broken. Upon inspection, the silicon was completely broken through and shielded wires were visible. The patient did not report any alarms, but in the event log there were low speed operation and low speed hazard events recorded. The patient was asymptomatic. A driveline repair was completed. No further issues have been reported.